Event description:
It was reported that the programmer generated an error. Follow-up determined that the error occurred at start-up. The programmer was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 2067, radiofrequency programmer head. (B)(4).